Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer was dispatched on 16 november 20106. The fse cleaned the sample nozzle the the customer ran controls and results were low. The engineer replaced the sample nozzle and syringe due to leaking and performed alignments. The fse reported the customer ran controls successfully. There was no further action required by fse. The most probable cause of the reported event was the sample nozzle.

Event description:
On (B)(6) 2016 a customer reported ipth caibration issues with their aia 600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ipth patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.